Event description:
It was reported that during changeout procedure, the physician experienced difficulty removing the atrial lead due to subclavian occlusion. The lead was capped rather than extracted on (B)(6) 2023. The patient was discharged with no consequences.